Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.50/1.50/29 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports there was a refractive error due to wrong lens calculation; axis 117 instead of 177 was used. On (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of the same length but different power was implanted and this resolved the problem. Cause of the event was reported as user error.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).